Event description:
Initial results for two patient sodiums were 115 and 121 mmol/l. When repeated, the results were 130 and 140 mmol/l respectively. The incorrect results were not used to guide treatment. The field service representative repaired the instrument by replacing leaking tubing and performing general maintenance.